Event description:
Per the audiologist, the patient is not making progress with the device. The results of a CT scan indicate the device has migrated and is extruding. The results of an integrity test conducted in 2009 indicated normal receiver stimulator function; however, electrode array tests are consistent with partial insertion of the electrode array. Explant and reimplantation is planned, but had not taken place at the time of this report the following month.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4)